Manufacturer narrative:
The customer's report was duplicated at zoll medical corporation and attributed to a damaged connector on the lcd color cable assembly to the digital board. The digital board and lcd color cable assembly were replaced to remedy the report. It could not be firmly established how the connector became damaged. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display showed vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.